Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information available from the article, the cause of the reported partial clip movement and tissue injury were unable to be determined. The reported recurrent mr was likely a result of the reported partial clip movement and tissue injury. The reported patient effects of tissue damage and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
The article "mitral valve repair after failed transcatheter edge to edge repair: approach and strategies for success" was reviewed. The article presented a case study of an 80-year-old male patient with atrial fibrillation, clinical heart failure, and severe mitral regurgitation. It was reported that two mitraclip devices were implanted, reducing mr to a grade of mild. During a follow-up echocardiography, it was observed that mr had increased. For treatment, the patient underwent a mitral valve replacement. During the procedure, one of the mitraclip was observed minimally attached to the posterior leaflet. The other mitraclip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Tissue damage was observed on the posterior leaflet. The mitral valve replacement was completed and the patient recovery was uneventful and remains in normal sinus rhythm. [The primary and corresponding author was daniel burns, st. Michael¿s hospital, toronto, on, canada, with corresponding email: djp.burns@utoronto.ca].

Event description:
The article "mitral valve repair after failed transcatheter edge to edge repair: approach and strategies for success" was reviewed. The article presented a case study of a 80-year-old male patient with atrial fibrillation, clinical heart failure, and severe mitral regurgitation. It was reported that two mitraclip devices were implanted, reducing mr to a grade of mild. During a follow-up echocardiography, it was observed that mr had increased. For treatment, the patient underwent a mitral valve replacement. During the procedure, one of the mitraclip was observed minimally attached to the posterior leaflet. The other mitraclip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Tissue damage was observed on the posterior leaflet. The mitral valve replacement was completed and the patient recovery was uneventful and remains in normal sinus rhythm. [The primary and corresponding author was daniel burns, st. Michael¿s hospital, toronto, on, canada, with corresponding email: djp.burns@utoronto.ca].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.